Event description:
The customer reported at 11:30 his blood glucose reached 300 mg/dl less than 4 hours after the pod was activated and he gave a manual injection of insulin (exact dosage was not provided). Upon removal he noticed there was no cannula coming out of the pod.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.